Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient has continued to feel like he is being "stabbed in the back" when he turns on his stimulation, following a car accident from (B)(6) 2019 the patient said on monday he met with a manufacturer representative (rep) and she spent three hours programming the patient. The patient said she removed his group b and programmed him on groups a and c. The patient said the stimulation is turned down very low. The patient said his ins battery has been draining fast, but he didn't mention that as a concern since his stimulation was turned down, he said his ins battery is currently at 60%. The rep told the patient to wait 48 hours to get use to the stimulation and check back with her if he was still feeling uncomfortable stimulation. The patient said he continues to have pain in his back and he is continuing to work with the rep regarding this. The patient said after his car accident he had impedance tests and x-rays and was told that all of his internal equipment looks good. The patient said his healthcare provider (hcp) compared his original x-rays to his after accident x-rays. No further information was reported.

Manufacturer narrative:
H6: patient code c3303 no longer applies to this event. Device code c62819, c63030 and c63002 no longer apply to this event. H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that there were a few discrepancies in the part with the event. When the rep met with the patient, it was about an hour and a half, not three hours as listed. His pain that he was describing to the rep was there no matter if the device was on or off. The hcp said that he felt there was another issue going on with this patient and it was not the device. As for the questions, the device was not causing the pain. The battery was draining accordingly to the programming that was running, not to mention the patient was not charging the battery to full capacity each time. The connections when checked for charging times were mostly ¿good¿. The rep ran impedance checks, checked the battery and did reprogrammings. The hcp was looking into the other issues he felt were causing the problem. He didn't feel that it was the device. The rep had many conversations with the hcp about this. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the got into a car accident on july 27th. The patient recharged their ins on july 24th to 100%, however, the recharge session was not showing up on the recharge report in the diaries. The patient did have a recharge session on july 16th at 60% for 4 minutes. The rep thought this was related to the patient's car accident on july 27th, and supposedly the ins went from 100% to zero; the usage report didn't go back far enough to determine if the patient had used the stimulation to reflect the ins battery depleting to zero. The patient said their recharge interval was every 10-12 days. The recharging information further showed that the aug-4 recharge was for 10 minutes at 10% and aug-27 was 10% at 17 minutes. On the day of the report, the patient's recharge data showed 30% and the patient recharged to 100% in 49 minutes. The patient noted that they had documented a recharge session on july 24th. The rep also inquired about the difference in what the patient was seeing on the report and the controller. It was reviewed with the rep that the percentage difference could be due to how the diary report shows an average based on how the system actually recharge d, whereas the patient sees the recharge in real time which isn't completely accurate. The rep requested a replacement controller replacement in light of the missing recharge session. A new controller was sent to the patient. The rep said that the patient reported the stimulation coverage area hadn't changed after their car accident on july 27th, however the sensation of the stimulation was different. The patient said they were feeling a squeezing/grabbing sensation rather than a tingling sensation. The rep said they would try to reprogram the ins. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the change in stimulation and the ins battery depleting after the car accident was not determined. The rep said the patient received a new controller. The rep noted that the change in stimulation and the ins battery depleting had been resolved. No further complications were reported/anticipated.